Event description:
It was reported that the customer's sensor gave a reading of 61 mg/dl, while his blood glucose was 180 mg/dl, prompting the insulin pump to threshold suspend. Insertion and calibration techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.